Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5090823. It was reported that a female patient underwent a breast augmentation revision with unknown silicone breast implants which the patient reported since she had breast implants, developed an autoimmune disease, she was diagnosed with hashimoto's, thyroiditis and chronic fatigue, join pain and excessive swelling and reactions to all medications and exposure to hair spray, etc. Patient unable to work at the time to all of the aliments that she has and the amount of fatigue and infections that she gets. Her health has declined severely since she had her second implants done in 2014 .at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.